Event description:
Literature: martin aj, larson ps, ostrem jl, starr pa. Interventional magnetic resonance guidance of deep brain stimulator implantation of parkinson disease. Top magn reson imaging. 2009;19(4):213-221. Summary: review the use of interventional magnetic resonance image guidance for the implantation of deep brain stimulator electrodes. The patient developed an infection associated with the extension wire connecting the ipg to the dbs electrode. This required complete removal of the electrodes. This patient was subsequently re-implanted.